Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the cannula detached from the top portion of the port. The rubber was also perforated by passing the clipper by the trocar. They used another device to complete the case. There was no patient harm.